Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2011 with a bifurcated and a suprarenal aortic extension. Upon follow up, it was noted the suprarenal had slipped down with possible type 1a endoleak. Physician implanted an infrarenal and suprarenal to correct the leak. No patient injury was reported.

Manufacturer narrative:
Based upon the clinical assessment, the reported type ia endoleak and stent migration was confirmed. There may also have been a type ii endoleak. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not definitely found and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review confirmed the following factors that may have contributed to the patient outcome: severe left iliac angulation; multiple patent lumbar arteries and the inferior mesenteric arteries; and use of antiplatelet therapy (aspirin).